Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4).(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram positive bacteria (2 cfu/endoscope) the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the following microbes (>100 cfu/100ml) were detected from the sample collected from all channels of the subject device. Klebseilla pneumoniae pseudomonas aeruginosa eschorichia coli other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility reported that the device had been reprocessed using a non-olympus automated endoscope reprocessor model, soluscope, using peracetic acid. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, it is unlikely that the reported event occurred due to the scope, there was no report of the scope damage.